Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and fluid leak issue as a partial compound break was noted on the attached catheter approximately 7.7cm from the distal end of the cath-lock and upon infusion, a leak from the partial compound break on the attached catheter was observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year three months and thirteen days post port placement procedure, when the port system was flushed with saline solution, swelling was found around the port body. It was further reported that, leakage was allegedly found. Reportedly, a crack was allegedly found on the catheter. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that the approximately one year three months and thirteen days post port placement procedure, when the port system was flushed with saline solution, swelling was found around the port body. It was further reported that, leakage was allegedly found. Reportedly, a crack was allegedly found on the catheter. The port system was removed. There was no reported patient injury.